Event description:
The customer contact reported a leak. At the compounding facility, the empty solution container was manually filled with 200 ml of 10% gamunex 20 gm / 200 ml via a 60 ml syringe. No specific details were provided. The customer contact reported that the solution container was placed in a shipping container and shipped to an end user. It was reported that after the solution container was removed from the shipping container at the end user prior to pt use, approximately 125 ml of solution leaked from an unspecified location of the solution container. The solution container was replaced and the therapy was initiated. The customer contact reported a delay of therapy; however, there were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.